Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the customer observed loss of saline fluid in the saline bag and observed saline fluid under the thermogard ivtm system (sn (B)(4)). The thermogard ivtm system did generate an "air trap" alarm. Treatment was stopped and observed bottom of the air trap on the start-up kit (suk) lot #163956 was no longer glued. No consequences or impact to patient.